Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer "over estimated" the grams of carbohydrates when requesting a bolus, and delivered too large of a bolus resulting in the customer's blood glucose (bg) level decreasing to 51 mg/dl. Customer consumed carbohydrates to address the bg and continued to use the pump for insulin therapy.